Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-53 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing lead impedance and pacing threshold since implant. As a result, it was decided to implant a new rv lead during a routine generator replacement. The rv lead could not be added from the left side of the chest due to the subclavian vein occlusion, therefore the new rv lead was inserted from the right side of the chest, and tunneled subcutaneously to the pocket on the left side of the chest. No patient complications have been reported as a result of this event.